Event description:
Information was received from a company representative in regard to a pending pump alarm prior use. On (B)(6) 2016, the company representative was in the middle of a case when a motor stall was seen at initial interrogation. The patient did not recently have a MRI. The motor stall occurred on (B)(6) 2016 and then recovered. The company representative did not have a backup pump. No patient symptoms were reported.